Event description:
It was reported that the ventilator failed patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref.#: 1149425.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the patient circuit test failed during pre-use check and replacement of the control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The reported issue was confirmed in provided device logs. The defective part was not returned for investigation since it was scrapped locally. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb.